Event description:
The customer reported that the central nurse's station (cns) was experiencing waveform and numerical data drop.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was experiencing waveform and numerical data drop. Patient information was intermittently dropping, then repopulating its own. No patient harm or injury was reported. Investigation summary: the customer stated this was happening mostly at night and that they had been rebooting the cns, but the issue returns. An nkc investigation was performed, and the results found no evidence of a failure of the cns device. The investigation determined the root cause to be the facility's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. Most network and comm loss issues are due to hospital network settings, connection errors, or other use errors. Issues of this type are unlikely to be caused by a device malfunction. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is experiencing waveform/numerical data drop loss. The customer also reported that patient information is dropping intermittently, then populating all over again on its own. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is experiencing waveform/numerical data drop loss.